Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016, to report a missing sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The applicator was returned for evaluation. A visual inspection was performed and the needle was securely retracted inside the applicator body. The sensor wire was missing from the sensor pod and housing puck. The reported event of a missing sensor wire was confirmed. A root cause could not be determined.